Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The primary investigator reported via phone call that the customer was experiencing severe high blood glucose. Blood glucose level at the time of the incident was 371 mg/dl and treated with manual injection and replaced infusion set. Customer had nausea and had elevated ketones. The insulin pump will not be returned for analysis.